Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.